Manufacturer narrative:
Section d9 and h3 corrected the reported observation of ¿cannot connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was related to the lead revision procedure. Per the clinicians manual arten600266417 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).

Manufacturer narrative:
It was reported that following a lead revision procedure, the ipg was unable to communicate with the clinician programmer. Prior to procedure, the ipg was operable, and the device was set to surgery mode. Following the procedure, multiple attempts were made to troubleshoot and establish communication with ipg to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04806, 3006705815-2023-04807. It was reported that following lead revision (see related manufacturer number (3006705815-2023-04806, 3006705815-2023-04807) procedure, the ipg was unable to communicate with the clinician programmer (cp). Prior to procedure, the ipg was operable, and the device was set to surgery mode. Following the procedure, multiple attempts were made to troubleshoot and establish communication with ipg to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.